Event description:
Info received indicates the bed is going into the trendelenburg position no matter which button is pressed.

Manufacturer narrative:
The technician replaced the power control module to repair the bed.